Event description:
It was reported catheter used to administer chemotherapy. After several administrations, medication begins to leak from the insertion site. The catheter is forced to be removed and it is verified that at 7 cm from the zero point (in correspondence with the patient's axillary fold) the catheter is pierced with a cut net.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.